Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed compromised force sensor system. The blood glucose at the time of the incident was is unknown. Troubleshooting was performed. The insulin pump was not bumped or dropped and the drive support cap was normal. It was advised the insulin pump would be replaced and to revert to a back up plan. The device will be returned for analysis.